Event description:
It was reported that during the surgery (open reduction internal fixation of hip) the knob of the helical blade coupling screw broke off when the surgeon was inserting the blade into the femur. This happened when the surgeon was impacting it with the hammer in the regular way he always does (no extra force). All broken pieces were retrieved from the patient. This incident prolonged the procedure by approximately 5-10 minutes. Surgery was completed successfully. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. A review of the device history records has been completed and no issues were found. The manufacturing evaluation was conducted and the device was received with the knob broken off. There are axial scratches throughout the shaft indicating use. The threaded tip has dents on the treads. The break is at the tangency point of the 15 mm shoulder and the 6.1mm shaft. This is not near the welded area and therefore the knob is not in question. There is debris in the shaft at the break, although the knob ID is clear. The measurable dimensions were found within specification. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible.